Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager for 2eamk is repeatedly failing with difficulty in recovering. The field service engineer was able to resolve the issue by clean, tighten and grease all connections on latch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had remote manager failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.